Manufacturer narrative:
The reported event of oversensing was confirmed. External insulation abrasion was noted at 38.2 cm to 38.4 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise. The lead was removed and replaced. The patient was stable.